Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the insulin pump had a blank display and did not recall the blood glucose reading at the time. The customer reported that the sensor was inaccurate and that the insulin pump would shut off without alarming. The insulin pump did not show any signs of damage and had not been dropped, bumped or exposed to moisture. The contacts on the battery cap were not missing or damaged and the battery compartment and spring were not damaged or corroded. The customer was advised to insert a new battery and reported that the display did return.

Event description:
It was reported that the customer was receiving no delivery alarms on the insulin pump. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.